Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the device was implanted in 2005 and that the patient was revised in 2009, due to massive osteolysis under tibia baseplate, big cyst (10 x 4 x 4 cm) at medical tibia head at spongiosa-screw, approximately 5 years after implantation.